Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the string pulled out of the tampon leaving the tampon inside. She was unable to manually remove the tampon so she went to the gynecologist for removal. Tampon was removed and she was feeling fine.